Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced hemolysis. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that hemolysis has been observed by the staff. Bd rep is reporting potential incident of ongoing hemolysis green top lith/hep tubes which were drawn by the staff nurses on customer's behalf.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint is unable to be confirmed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced hemolysis. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that hemolysis has been observed by the staff. Bd rep is reporting potential incident of ongoing hemolysis green top lith/hep tubes which were drawn by the staff nurses on customer's behalf.